Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation, corrections to fields b5 and h6 problem codes, as well as updates to fields d9, and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Olympus discovered during device inspection that a heat compound was applied to the lamp lens, causing a burn, and thus it could not be used. Based on the results of the investigation, the definitive root cause of the e103 ignition error code could not be determined. Olympus presumed that most likely, the cause of this issue was the faulty lamp. For the second issue discovered during device inspection, olympus presumed that the most likely cause of the issue was the excessive application of the heat compound. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The device displayed a e103 ignition error code.

Event description:
It was reported the light source displayed an error (e103). There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.